Event description:
It was reported that during a stenting treatment procedure, balloon deflation difficulties occurred. The physician was treating an approx 90% stenosed, eccentric shaped, 7x14-19mm de-novo lesion located in the moderately tortuous and moderately calcified mesenteric artery. Vascular access was right femoral. The lesion was not pre-dilated. The 7.0x19x90cm express sd stent delivery system (sds) was advanced to the lesion without complications. The stent was deployed on the first inflation at 10atms for ten to fifteen seconds. The physician attempted to deflate the balloon, however, the balloon would not deflate and would not go back into the guide catheter. Attempts were made to deflate the balloon including deep-seating, over-inflation, and negative pressure with a large syringe. These were unsuccessful. The physician ended up pulling everything out together as a unit. The balloon was still fully inflated at this point. The device was removed intact. The procedure was completed successfully with this device. There were no reported pt complications or symptoms from the removal of the inflated balloon. The pt status is listed as "fine."

Manufacturer narrative:
(B)(4).